Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that scope communication errors (e227 and e118) occurred frequently during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.